Event description:
The customer reported that when closing the jaws at the beginning of the procedure, the jaws broke off the shaft of the instrument. No portion of the device fell into the pt cavity. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.